Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging and cutting pulse wires within the connector. The monitor was unable to complete baseline. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.